Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said about 2 months ago they went to their doctor's office and had a medtronic representative confirm that everything was running through with their device. Everything was working at the doctor's appointment and when they got home it made them jump out of bed. Patient said that the representative left the device pulsating and the stimulation would go down and then come up again. During call pt was on group a program 1; pt did not have access to go into program 1 to check if cycling was on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.